Event description:
It was reported that the pt heard suddenly loud noise during the evening in 2004. She did not wear her external equipment for the rest of the evening. The following morning she found that she could no longer hear with her implant. Testing confirmed that the implant was malfunctioning.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR of eval. When available, a device failure analysis will be submitted as a f/u report.